Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) has been exhibiting varying shock lead impedances over the past year, impedances greater than 125 ohms. Technical services was consulted and recommended programming and troubleshooting changes. At this time, the plan is to continue to monitor the lead via remote monitoring and the patient will be seen in the clinic for follow up in six months. The ICD device remains in service. No adverse patient effects were reported.